Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient¿s mother contacted animas alleging the patient experienced a blood glucose level of 326 mg/dl accompanied with extreme drowsiness, and moderate ketone bodies. Reportedly, the user self-treated to normalize the high blood glucose level. The patient alleged they noticed air bubbles in the insert tubing not prior to use. Customer technical support reviewed the proper cartridge technique, and advised the reporter to review the instructions. This complaint is being reported because the presence of air bubbles in the pump¿s tubing may have caused or contributed to the patient¿s hyperglycemia.